Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in the needle deploying late. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported the patient did not insert the cannula into the skin and that the cannula was visible at removal. After giving the option to cancel the activation, the needle deployed late when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.2. G991u1uesghyf1. Hardware: sm-g991u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.